Event description:
It was reported that insulin pump would turn off at times without being prompted even after battery change. Battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.